Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received for investigation and upon visual inspection prior to decontamination it was noticed that a portion of the sensor/transducer including the diaphragm was missing from the device; the wire was in damaged condition with multiple kinks, stretched tip coil and shaped tip. Signal test was performed, the wire was recognized and "attach wire to connector" error message appeared on the screen. The sensor/transducer is fabricated from silicon wafer (l: 900 +/- 4 micron and w: 244 +/- 4 micron) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. The area of concern may appear to have diminished flow and or now flow distal to the area where the sensor would have become lodged. However, this was not reported. In the event that the dome was left inside the coronary artery, the following possible event could have taken place: vessel spasm, vessel closure due to thrombosis or distal embolization of the dome, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. No adverse events reported by the user. This event is being reported as it is not possible to determine when the pressure sensor was separated. No further information is available.

Event description:
It was originally reported that the wire was connected and zeroed upon entering into the patient. Then the error message "attach wire to connector" was observed. The wire was disconnected and re-connected several times to the connector but the message remained the same. The device was received for investigation and upon visual inspection prior to decontamination it was noticed that a portion of the sensor/transducer including the diaphragm was missing from the device. Further clarification received indicated that the wire was zeroed while in the hoop. It would appear that the wire tip was shaped after the zeroing step and the error message "attach wire to connector" was observed after it was removed from the hoop. At this time another wire was used to continue the procedure. In addition, it was reported there was no patient injury during the event and the patient was discharged with no adverse events.